Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trial poly left tiny pieces behind in patient. Another trial was used for cementing and the case proceeded as planned. A delay of 1 minute in surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating that there were tiny shavings off of the poly trial in the patient. More than 2 pieces. It was believed that all was removed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : examination of the returned device could not confirm the reported event, but did identify the insert trial exhibits significant scratching and gouging on the articulating surface. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H6 component code: part/component/sub-assembly term not applicable (g07001) used to capture visual: scratched/nicked corrected: